Event description:
The fse reported that the noisy images were unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.